Event description:
The provider stated the seat sling has been replaced twice since the chair was delivered on (B)(6) 2012. The provider stated the right side of the sling is ripping around the attaching screws.